Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1140; (B)(4) device evaluation indicated that the device battery level reached the end of service life, and suspended normal operation. The battery level measured 2.56 volts upon receiving. The patient's program was set to 8 ma /1000's /40hz and the energy use index was 45.0 the battery profile covers a period between (B)(6) 2016 and (B)(6) 2017.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo a revision procedure.